Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the proximal end of the lead had been capped after the device was extracted and the lead eroded out of the pocket. There were no additional adverse patient effects reported. The lead was capped and then explanted on a later date.